Event description:
The nurse reported a system message displayed and the system shut down. The system was switched out to complete the case. A two hour delay occurred mid-case after the incision was made and the anesthetics were given. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the system message reported. The host module, front panel board, and cable were replaced for diagnostic purposes. Preventive maintenance was performed. The system was then tested and met all product specs. The parts will be sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).